Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Device interrogation revealed multiple episodes of noise reversion and high ventricle rate due to noise on the ventricular lead. The lead also exhibited high impedance, loss of capture and decease in sensing. The patient reported falling around the time all the electrical changes took place. The patient is not pacemaker dependent. No intervention was performed; the patient would continue to be monitored.